Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Difficult to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had severe curvature of the root vessel along with severe tortuosity of vessels and resistance at subclavian artery to brachiocephalic artery and the accordion-like course of the blood vessels. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Product complaint # (B)(4). B5 additional information received.

Event description:
The user facility reported a 5.5 pump placed to support the patient but due to interaction of the pump and the subclavian/brachial artery and hypotension that occurred, the pump was removed after surgery/CABG. The hypotension was from the delivery through the tortuosity of the native anatomy. Once explanted they hypotension resolved.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.